Event description:
Pt had laminectomy and anterior arthrectomy of l4 with bilateral laberation of roots at l4 and l5. Broken moss miami prostheses were removed. Pt has reportedly lost mobility since the second surgery and is claiming disability in a lawsuit. Both surgeries were done in a foreign country.